Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with severe back pain, leg pain, and incapacitating spinal claudicatory symptoms. The patient could not walk or do any physical activity without his legs becoming very painful and burning with classic spinal claudicatory symptoms with predominately l5 radiculopathy. Studies showed that he had profound lumbar spinal stenosis present at l4-l5 and l5-s1 with grade 1 spondylolisthesis. The pre-operative diagnosis for the patient was as follows: severe spinal stenosis l4-l5 and l5-s1, and grade 1 spondylolisthesis l4-l5. The following procedures were performed- l4-s1 posterior lateral spinal fusion, l4-s1 posterior instrumentation with solera 4.75 cross links, and right illiac crest bone graft and two large infuse kits. The bmp had been placed prior to decompressions so they could get on to the gutters before the screws were placed. Essentially, the technique was to tubularize the autograft around with a large infuse sponge that was placed on the left. It was reported that the patient's post-operative period was marked by- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.